Event description:
Pt has in iol implants from alcon. When seeing lights, such as oncoming cars, street lights, traffic lights, etc. The lenses create a starburst pattern in front of their field of vision, as if there were defects or other imperfections in the lenses. Doctor thinks it is refraction off the edges of the lenses. Pt doesn't think it is normal or acceptable. They tried to tell alcon about it and has trouble getting to anyone to listen to them. The "date of event" shown is the first time, approximately pt reported it, after allowing for total healing from the surgery, however, it is ongoing and occurs all the time.